Event description:
Related manufacturing ref: 3005334138-2021-00650. During an atrial flutter procedure, an effusion occurred in the left atrium. Approximately forty minutes following transseptal puncture, during mapping, the patient became hypotensive and an echocardiogram revealed an effusion in the posterior wall of the left atrium. A pericardiocentesis was performed which stabilized the patient. No ablation had been performed. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During cartography (mapping), prior to any ablation, the tension dropped and an effusion was noted. A pericardiocentesis was performed which stabilized the patient.